Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On 09-feb-2022, a spontaneous report from the united states was received from a consumer via telephone regarding a (B)(6) female patient who used thermacare neck/shoulder/wrist 8hr heat wrap. On 16-feb-2022, additional information was provided by the consumer. Medical history included type ii diabetes, arthritis, high cholesterol, and prior use of thermacare for years without issue. Concomitant products included amoxicillin. On (B)(6) 2022, the consumer topically applied a thermacare neck/shoulder/wrist 8hr heat wrap (expiration date and lot number not provided) directly to the skin of her neck for arthritis. On (B)(6) 2022, within an hour of taking the patch off (after wearing it for 6 hours), she had burns and blistering on her neck. Her neighbor came over after she mentioned it bothered her neck. When she took the product off the neighbor noticed the area was red and blistered. On unspecified dates, the consumer saw her doctor. The doctor applied silver sulfadiazine cream and bandaged the area. The doctor also wrote a prescription for the silver sulfadiazine cream. During her second visit, the last week (relative to (B)(6) 2022), the doctor told her to keep the area clean, dry, and to continue to apply the cream. The doctor was worried about infection and scarring so she was keeping an eye on it. The consumer missed 8 days of work due to the incident. The doctor told her she could return to work on (B)(6) 2022. The product was discarded, and provision of further device details were not possible. As of (B)(6) 2022, the consumer's redness was better, and the blisters had dried up, but she still could see spots where the blisters were located. She realized it would take time to completely heal. She continued to use silver sulfadiazine and aloe vera as well. She was not going to follow up with her health care practitioner until (B)(6) 2022. No additional information was provided.